Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-01797 should not have been reported as a medical device report (MDR) due to additional information indicating that surgical intervention was not performed on this device. The issue was pertained to the lead reported in 1627487-2022-01799.

Event description:
Related manufacturer reference number: 1627487-2022-01799. 1627487-2022-01800. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics discovered high impedance in contacts 9-12. In turn, surgical intervention may take place at later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the leads are being reported as such.

Manufacturer narrative:
Date of event is estimated.